Manufacturer narrative:
(B) (4). (B) (4). Mesh exposure. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an anterior pelvic floor repair in 2009. Post-operatively, the pt had a lot of pain. In 2009, the pt had another surgery to repair a vaginal mesh exposure. The exposed mesh in the vagina was trimmed and closed with vaginal tissue. During that surgery, the mesh was found to have attached to the bladder and the bladder was punctured when that mesh was removed. A catheter and a ureter stent were inserted for two weeks. The pt continues to be in severe pain. A complete mesh removal is planned.